Manufacturer narrative:
Clarification to e.1. Phone number:(B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: bhatia, lorena, et al. ¿systematic review of post-viral delayed inflammation associated with hyaluronic acid dermal fillers.¿ medicina, vol. 61, no. 10, 29 sept. 2025, pp. 1764¿1764, https://doi.org/10.3390/medicina61101764. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Via article ¿systematic review of post-viral delayed inflammation associated with hyaluronic acid dermal fillers,¿ a healthcare professional reported that adverse events occurred with clinical patients injected with juvéderm® dermal fillers following viral infections or vaccinations. Study #1, 4 patients were injected with restylane®, voluma, and juvéderm® voluma¿ with lidocaine. Patients experienced ¿burning, facial swelling, erythema, periobital edema, body ache.¿ patient 1 experienced the event in 2 weeks, patient 2 in 48 h, patient 3 in 12 h, and patient 4 in 24 h. Treatment used included hylenex, prednisone, doxycycline, and corticosteroid. Conclusion stated, ¿all cases except for one experienced dir, treatment included corticosteroids, hyaluronidase leading to improvement.¿ for study #2, 2 patients were injected with juvéderm® volite¿ and juvéderm® voluma¿ with lidocaine. Patients experienced ¿facial swelling, erythematous swelling at tear through area.¿ patient 1 experienced the event in 1¿2 days, and patient 2 in few days. Treatment used included spontaneously resolved, dissolved filler with hyaluronidase injection. Conclusion stated, ¿dirs developed in both cases, hyaluronidase was administered resulting in complete resolution.¿ for study #3, 3 patients were injected with juvéderm® ultra xc and juvéderm® volift¿. Patients experienced ¿swelling in upper lip, angioedema, erythema and edema.¿ patients experienced the event in 5 days. Treatment used included prednisolone. Conclusion stated, ¿all patients experienced dirs, 2 of them resolved spontaneously and 1 used prednisolone.¿ for study #4, 14 patients were injected with juvéderm® volbella¿ with lidocaine and juvéderm® voluma¿ with lidocaine. Patients experienced non-device related ¿influenza-like illness. (Fever, headache, sore throat, fatigue).¿ patients experienced the event in average 3¿5 days. Treatment used included prednisolone, hyaluronidase. Conclusion stated, ¿dirs developed in all cases, corticosteroids and hyaluronidase was administered resulting in complete resolution.¿ this file captured all the juvéderm® volbella¿ with lidocaine cases.